Event description:
The customer reported "smoke and odor" coming from their unit. The customer stated that there were no physical complaints related to the "smoke and odor". The asp field service engineer (fse) repaired the unit for oil mist.

Manufacturer narrative:
The fse replaced the oil mist filter. He ran the vacuum pump for 20 mins, no oil mist noted.